Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician had difficulty advancing the ruby coil out of a px slim delivery microcatheter (px slim) and removed the ruby coil after several attempts. The procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.